Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for longer than 48 hours. The patient reports having irritation at the pod infusion site. The patient reports they had gone to their doctor and had x-rays performed. The patient was prescribed an antibiotic.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.